Event description:
Mattress - isoflex se stryker prime series "big wheel" stretchers, model #1115e. An audit was conducted on stryker stretcher mattresses. The mattress was found to have fluid ingress underneath the cover when the cover was pulled back.